Event description:
PICC line placed in pt by the IV team. While trying to remove the guidewire from the PICC line, catheter resistance was met. During this process the portion of the guidewire still in the PICC line "snapped." No injury to pt. Guidewire removed intact and PICC line removed. New 5fr double lumen PICC line was inserted in right upper arm without difficulty.